Event description:
The suspect device was used to check the customers blood glucose and a result of 415 mg mg/dl was obtained. Insulin was glucose and a result of 415 mg/dl was obtained. Insulin was dosed and they passed out. They were taken to the hosp and their glucose was 23 mg/dl and lab value came back at 34 mg/dl. They were treated with potassium and dextrose. Controls were not used. The device was replaced and requested to be returned for evaluation.